Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that it was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced. Discomfort has resolved.